Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module was indicating that the battery was not charged when the battery did have charge. There was a red battery symbol. The unit was being sent in for repair. There were no patient involved and the problem was discovered during preventative maintenance.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module was confirmed via testing of the returned product. The heartmate power module (serial number (B)(6)) was inspected at the service depot and visual inspection confirmed the reported event. No connection was being made with the power module and 12 volt test batteries due to the corrosion on the battery clip contacts. The damaged parts were replaced, and the power module underwent functional checkout. All applicable tests passed, and the unit was returned to the customer site. Provided information indicated that there was no patient involvement and the problem was discovered during preventative maintenance. The root cause for the red battery alarm was determined to be due to corrosion on the battery and battery clip contacts; however, a root cause for the corrosion was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. In addition, it instructs users to keep the power module and its connectors away from water and fluid at all times. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.